Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, when the device was fired for anastomosis, the donuts were complete, however the surgeon found out that the staple line is incomplete. To resolve the issue the surgeon had to be reinforced the staple line with manual sutures.